Event description:
It was reported that while using the endocutter, the device was fired twice with blue reloads before the event occurred. They removed the second used reload and when trying to install the third reload it was not possible as they reported to feel as if it got stuck in the process, even the surgeon tried but he was not able to install it. A damage in the reload channel is observed by the surgical technician. Surgery was delayed 20 minutes, and the procedure was completed successfully and with no patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Batch #717a70. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with no apparent damage and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.